Event description:
Customer confirmed that the hex of the abutment fractured off.

Manufacturer narrative:
This report is being submitted to relay additional information. The additional information is that upon follow up with customer it was confirmed that the hex of the abutment fractured off. The following sections are being reported: b5: describe event or problem. H2: type of follow up. H6:device code(s) h10: narrative/data was updated. Upon follow up with customer it was confirmed that the hex of the abutment fractured off. This event no longer meets reportability requirements. No further medwatch reports will be submitted for this event.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient age is not provided / unknown. Patient weight is not provided / unknown. Lot number is not provided / unknown. Initial reporter¿s email address is not provided / unknown. Additional 510(k) numbers are k013227 and k953101.

Event description:
It was reported that the patient presented with broken restoration. Ucla abutment appears to have structural damage. Tooth site #13 (universal).